Manufacturer narrative:
H4: the lot was manufactured from august 07, 2020 - august 10, 2020. H10: the actual device was not available; however, three (3) companion samples were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including flow testing and leak testing and no issue were noted. Based on the evaluation finding, the three companion samples were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are two (2) small volume folfusors had no flow after use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.